Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. A power failure occurred during a routine hemodialysis treatment. The operator was unable to recover. Rinseback was not performed, per facility policy, resulting in an estimated blood loss of 190cc. No medical intervention was required.

Manufacturer narrative:
The reported blood loss is attributed to the operator not performing rinseback per facility protocol. No problems were found during eval of the returned cycler. The user's guide provides adequate instructions to perform power failure recovery of the cycler. There is no evidence of a device malfunction. Facility staff has been notified. A direct correlation between nxstage system one and the reported blood loss cannot be established. Nxstage medical considers this report closed. No add'l info will be provided.